Event description:
It is reported the device was implanted in 2000. The device was revised the same day, due to osteolytic lesions forming around the screws.

Manufacturer narrative:
Evaluation summary - etching on inferior side of the articular surface is gone. A definitive cause has not been determined. Evaluation summary - device exhibits wear to the articulating surfaces. Device also exhibits gouging deformation at approx medial aspect of anterior surface. Device history records are intact, conforming and indicate manufacture to specification. Device meets specifications as measured. No pre-op or post-op x-rays were returned for evaluation.